Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose (bg) level above 600 mg/dl on (B)(6) 2026. Reportedly, the customer had been using expired insulin. Tandem technical support educated the customer on insulin labeling. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 7 days later, (B)(6) 2026 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.